Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that 40 hours after a hysterectomy, the pt's blood pressure dropped and her hemoglobin rate was found to be low. The pt was taken back to surgery and it was discovered that an utero-ovarian artery was no longer sealed. The artery was sutured and a drain was put in place. This surgery took 20 minutes. The pt is said to be okay.